Manufacturer narrative:
Initial reporter: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. MDR 9618003-2019-05036 / device 13 of 50. (B)(4).

Event description:
It was reported that wafer has "off center starter hole". None of the products were used by end users, no harm reported. No photograph depicting the reported complaint issue was submitted by the complainant.